Event description:
The pt was on a speaking valve during the day with a two liter nasal cannula delivering oxygen. At approx 2340 on 4/26/96, the therapist entered the room to remove the nasal cannula and apply a 30% tracheostomy mask. In addition, the speaking valve was ordered to be removed at this time. The therapist did not remove the valve but did inflate the cuff on the tracheostomy tube. Approx one-half hr later, the pt was found unresponsive and a cart was called. It was discovered at this time that the valve was not removed. The pt was resuscitated and transferred to the surgical intensive care unit where he subsequently died.